Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy the device became not to be activated during the operation. Then, when the device was checked outside the patient, the blade was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.